Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. The date of the event is an approximation. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. Per documentation, the patient was not aware that her glucose had already dropped low since her dexcom was allegedly not giving her the correct reading at the time. She experienced seizure. The patient did not know values from the time of the event. The patient did not know who called 911. She was taken to a hospital and got admitted to the ICU because they could not get her blood glucose to go up. She did not know when she was hospitalized. The glycemic state was monitored every two hours but she did not know values. She did not know which medication was given during the time of the event. She was unsure if she was discharged the tuesday before the call. The patient was recovering during the report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.